Event description:
The customer called and reported receiving a button error on the insulin pump. It was advised the device would need to be replaced and customer declined to stay on the phone line to capture further information or process replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.